Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (b30 error code) was confirmed. It was observed the device was not displaying an image even after aeration. The issue (no image) was resolved after the charge-coupled device/m-plug connector was cleaned and re-seated. In addition, service found the adhesive on the bending section cover was cracked and the bending section was dented. The device failed the electrical continuity test. There was fluid invasion in the control body and the scope connector. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device displayed a b30 error code (scope communication error). The reported issue occurred while reprocessing the subject device. There was no patient involvement.